Manufacturer narrative:
This report is associated with (B)(4) polident denture adhesive cream. Polident denture adhesive cream is marketed as super poligrip cream in the us.

Event description:
Accidental device ingestion [accidental device ingestion]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a male patient who received double salt dental adhesive cream (polident denture adhesive cream) cream for denture wearer. On an unknown date, the patient started polident denture adhesive cream. On an unknown date, an unknown time after starting polident denture adhesive cream, the patient experienced accidental device ingestion (serious criteria gsk medically significant). On an unknown date, the outcome of the accidental device ingestion was unknown. It was unknown if the reporter considered the accidental device ingestion to be related to polident denture adhesive cream. Gsk medical assessment revealed that polident denture adhesive cream was suspected to be a contributory cause of the incident. The event did not lead to a serious outcome. Additional details: this case was reported from a consumer via call center representative on (B)(6) 2016. The male consumer of unknown age reported that he swallowed polident denture adhesive cream 60g when he used the product and queried if it would be harmful. The consumer did not consent on local privacy law, so no further information would be available.